Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform displacement test and self test due to unresponsive keypad. Unable to download history files and traces due to unresponsive keypad. No damage noted to keypad assembly and j1 connector on pcba1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage was noted on pcba 1, pcba 2, keypad flex tail, motor and force sensor. The following were noted during visual inspection: battery cap contact missing, cracked case corner of the belt clip rails near the battery compartment, serial number label fading, serial number label stained, end cap address label fading, pillowing keypad overlay and keypad overlay texture damage. Keypad unresponsive confirmed due to moisture damage on the keypad flex tail and pcba 1. Cosmetic damage was confirmed at corner of the belt clip rails near the battery compartment. Unable to download history files and traces due to unresponsive keypad. Unable to confirm pump error 53 due to unresponsive keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 53 and noticed crack at the back of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm successfully. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.